Event description:
The customer called to report one incident of a sample tube barcode misread by the provue camera. The sample tube barcode was misread as 564390 instead of 564330. No erroneous results were reported. (B)(4).

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2015 an ocd field engineer (fe) arrived at the customer site. To ensure proper configuration of the handheld scanner, the fe performed mod 35 to reconfigure the handheld scanner. The fe completed the procedure and verification of sample barcodes again without issues. The fe inspected the sample camera in the analyzer and found no issues. The fe reverified the cameras alignments and setting as well as the optics with no issues. The fe scanned ocd and customer barcodes without issues. The fe moved the sample camera from m1 to m2 mounting location and performed all adjustments as well as ensured the distance setting was set to 130. The fe re-performed all adjustments and troubleshooting steps with no recurrence of the issues reported. The fe left the camera at mounting m2 post repairs. The fe ran all sample camera diagnostics and in provue st with no issues and all labels read as indicated. The customer ran qc to verify the analyzer performance post repairs with no further issues and all results passing and reporting within lab specs. Repairs have returned this instrument to expected operation.